Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets had loose patient line caps inside the individual packaging or caps falling off when taken out of their packaging. This was identified during set up and preparation for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.